Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported by the customer's wife that customer's insulin pump was exposed to toilet water. Customer's blood glucose level was 111 mg/dl. Customer was advised not to place the battery back in the pump. Customer will call back. Customer was not in the hospital due to any pump issues but for perforated valve issues. Customers' wife called back and stated that the pump was no longer working. Customer was in extreme pain and not really coherent. Customer had to be helped off the toilet, which resulted in the pump falling into the toilet. Customer had 3 surgeries and 2 procedures in 3 weeks. Customer is going in and out and not coherent. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.